Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three events of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. No further information was available.